Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test on her onetouch ultra2 meter because, it was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 3pm, the patient reported the alleged issue began. The patient reported that she manages her diabetes with self adjusting insulin (type and dose unknown). The patient denied making changes to her usual diabetes management routine in regards to the alleged issue. On (B)(6) 2012 at 11am, the patient reported feeling "dizzy and sweaty." The patient denied seeking treatment in response to the alleged symptoms. At the time of troubleshooting, the cca was able to assist the patient with a retest, and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.